Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system incorrectly showed the location as a 2x1 configuration, which was invalid. The field service engineer (fse) coordinated with a technical support specialist (tss) to have the customer remove the inventory from the drawer and subsequently re-add the inventory. It was ensured that the customer remained at the station during the process to prevent interruptions and allow completion. Confirmation was obtained from the customer that the issue was resolved. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had phantom pocket issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.